Manufacturer narrative:
(B)(4). The sample is not available for evaluation. If relevant additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
A customer contacted a baxter clinical services consultant to report an issue with one clearlink secondary medication set. According to the report, the customer stated that they were experiencing multiple upstream occlusion alarms, with no readily apparent cause, while the set was being used with a sigma spectrum pump. There was patient involvement but there was no report of patient injury or adverse event in association with this report. No additional information is available.